Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and 99% stenosed mid to distal left anterior descending artery. After pre-dilatation, a 2.5 x 33 mm xience prime stent delivery system (sds) was being advanced; however, there was resistance in the non-abbott guiding catheter. The sds was removed and replaced with a 2.5 x 28 mm xience prime. The new xience prime was implanted successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Based on the product performance engineering analysis, it was determined that the product was used after the expiration date.

Manufacturer narrative:
(B)(4).concomitant medical devices: guide wire: run through ns, sionblue; guide cath: launcher7f. (B)(4): use after expiration. The device was returned for evaluation. Guiding catheter resistance was not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. Review of the complaint history of the reported lot did not indicate a manufacturing issue. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. During a review of the electronic lot history record (elhr), it was noted that the expiration (use-by) date of the device is 14-august-2012. However, the procedure was performed on (B)(6) 2012. It should be noted that the xience prime everolimus eluting coronary stent system instruction for use instructs: note the product use-by date specified on the package. Based on the information reviewed, there is no indication of a product deficiency